Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms and oversensing of noise. The atrial channel also showed noise, a drop in amplitude morphology measurements and a slight increase in the pacing impedance measurements. Troubleshooting options were provided to the field and the crt-d remains in service. No adverse patient effects were reported.